Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a left sided accessory pathway ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and developed asystole requiring atrial pacing and cardiac tamponade requiring pericardiocentesis. Left sided pathway diagnosed using standard electrophysiology protocols and testing. Transseptal puncture was performed using abbot 8.5 fr sl1 sheath and an abbott brk1 71 cm needle to gain access to left side of heart. Respiration gating performed and force zeroed on the thermocool® smart touch® sf bi-directional navigation catheter which was then used for collecting timing map in left atrium. During the mapping phase, asystole was noted, and atrial pacing commenced. Patient felt unwell and nauseous, and blood pressure was noted to be low. Cardiac tamponade was confirmed via transthoracic echocardiogram and pericardiocentesis successfully performed which hemodynamically stabilized the patient. The procedure was abandoned, and patient was admitted. Extended hospitalization was required in the critical care unit for monitoring. Patient has fully recovered. Physician¿s opinion on the cause of the event is that it was caused during transseptal puncture. Graph, dashboard and vector visualization features were used. Since no ablation was performed, vistag was not used and there was no evidence of steam pop. Flow setting was 2 ml/min. It was assessed to conservatively report this event under the thermocool® smart touch® sf bi-directional navigation catheter as it was used during mapping and while very likely due to transseptal, cannot completely exclude.